Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. It was noticed that the installed batteries were manufactured in 2019 and 2012 respectively. The battery from 2012 was also missing the tab that locks the battery into the device. The device still functioned as expected during evaluation, however this is beyond the useful service life of 2 years recommended in the product operating instructions and may have contributed to the reported issue. The customer should replace these batteries. A conclusive cause could not be determined.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during patient use. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during patient use. There was no harm to the patient as a result of the reported event.